Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead exhibited high out of range impedance measurements. The device involved is a non boston scientific product. The following day, during the post operatory evaluation, out of range measurements were obtained again. Additional information was received that the lead not inserted correctly into the header of the non boston scientific device. A lead revision is scheduled. No adverse patient effects were reported. At this time, this device system remains in service.